Event description:
Additional information received reported that the fishmouth was first identified at post-operative follow-up dsa (1 year after treatment, (B)(6) 2024). Lesion characteristics (location, size, type, side, dimension, etc.): saccular aneurysm (5 mm) of the posterior wall of the supraclinoid segment of the left internal carotid artery. The patient¿s vessel tortuosity was normal. The patient was asymptomatic. The caliber of the carotid artery was progressively decreasing in the follow-up, and the anterior circulation on the left side was partially supplied by the posterior communicating artery. Actions/interventions taken to resolve the pipeline fishmouth: (B)(6) 2025 intervention with attempt to resolve the fishmouth with solitaire ab (not detatched), partial deployment of fredx fd, scepter c, coronaric balloon, without success. The cause of the pipeline fishmouth was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a neurovascular flow diversion procedure involving the pipeline vantage with shield technology, a device-related issue known as "fish mouthing" occurred. The angiographic result post-procedure was noted as good. The device was implanted and remains in service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.